Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the motor end stage and motor control board to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A serial readout was sent to livanova (B)(4) for evaluation. The investigation revealed that the reported issue was caused by an over occluded pump. Based on this, livanova (B)(4) determined that the root cause of the issue was incorrect user handling. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during a procedure following the first cardioplegia dose. There was no report of patient injury.